Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4) incomplete. D4: the expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
This is report 3 of 4 for (B)(4). It was reported by a healthcare professional in china that during a meniscal repair procedure on (B)(6) 2023, it was observed that the second plate on the truespan meniscal repair system peek 24 degree detached after implant. Changed to another three to continue the surgery but the same problem happened again. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed a appropriate. H10 additional narrative: investigation summary: the device was received and evaluated. When performing the visual inspection, the device comes in used condition as expected. The covering sleeve was removed to verify the presence of the plates; however, they were not returned. The applier needle has no structural anomalies that can interfere with a good deployment. The trigger was tested several times, it performed as intended, the spring pusher has no structural anomalies. A manufacturing record evaluation was performed for the finished device 9l64782 number, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test results, this complaint cannot be confirmed. Since the device passed all visual and functional tests, and considering that both plates and suture were not returned, we cannot discern a root cause as to why the customer experienced the failure. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.